Event description:
During a transapical tavr, the 23mm sapien xt valve was placed too aortic resulting in moderate paravalvular leak (pvl). The valve was positioned 60:40 but landed 90:10 aortic/ventricular. A second valve was positioned 60:40 a/v and it landed in a 50:50 position. Pvl improved to mild. The procedure was completed and the patient was transferred in stable condition. As reported, the majority of the calcium was located on the leaflets. Prior to deployment, the valve was positioned 60:40 a/v in the annulus in an effort to catch the majority of the leaflet calcification. The native annulus measured 20.9mm by tte. The native aortic annulus was mildly calcified, the native leaflets were severely calcified and there was no calcification on the aortic root. Both the image intensifier angle and coaxial alignment of the delivery system were noted to be good. There was no loss of capture and ventilation was not held during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, severe leaflet calcification may have contributed to the aortic malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.